Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The erbe integrated electro surgical unit (iesu) displayed m11, c30, m18, c38. The fse replaced the iesu due to monopolar firing issues during clinical use. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure, error c-37 on start-up, was confirmed and reproduced. The iesu unit was placed on an in-house system and was run in normal mode. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the robotic coordinator reported intermittent issues with the monopolar not firing. The issue persisted after the erbe integrated electro surgical unit (iesu) was replaced with a new one. The robotic coordinator also said they pulled another vision side cart (vsc) into the room and used a third different erbe and the same issue occurred once. After having three different erbe iesu display the same issue with different intermittent rates. The procedure was completed with no reported injury.